Event description:
The customer states that the cap of ngt disconnected.

Manufacturer narrative:
The issue was confirmed. The device history record could be reviewed because no lot number was received. It has been concluded that issue occurred because adhesive application step was skipped because process does not ensure to apply adhesive on tube before plug in purple cap and there is not further in process inspection through the steps of product manufacturing to ensure cap is bonded to tube. A trend has been identified and a corrective action was previously opened to address this issue.